Event description:
It was reported that during a laparoscopic gastric band procedure, it is alleged that the band was leaking. The case was completed using another device. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 03/26/2009. Information anticipated, but unavailable at this time.